Event description:
Patient was complaining of chest pain. Rn attached patient to EKG [electrocardiogram] machine/electrodes, (B)(4). The cord that attaches to machine sparked, there was smoke, and a small flame was present. Staff were able to extinguish small flame. Patient was disconnected from machine and EKG machine was taken out of service immediately. Work order placed. No harm noted to patient or nurse. The acquisition module cable is what had a spark and flame (trunk cable). Manufacturer response for electrocardiograph, mac (per site reporter). So far ge is collecting information from us. Ge previously modified the acquisition module holder. The new holder makes it harder to put the acquisition module in the wrong way but does not completely prevent it. The new design has not been mandatory to replace to date. The hospital has the old design.